Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No number ramping or scroll bar anomaly was noted. All operating currents were within specification and no unexpected low battery, off no power, or failed battery test alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. No missing battery seal was noted.

Event description:
Customer states she was having insulin pump button malfunction. She states when she attempted to change the batteries she noticed a crack, and the o ring came off also giving her a failed battery test alarm. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.